Event description:
It was reported that during a da Vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, Integrated ElectroSurgical Unit (IESU) stopped working mid case and was getting an error. The customer stated they had rebooted the IESU, tried a new energy cable and instrument and the issue remained. The customer stated prior to calling in they swapped to the Force Triad and they are proceeding with the case. The Technical Support Engineer (TSE) recommended trying another energy cable, plugging into the other monopolar port on the IESU. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An Intuitive Surgical, Inc. (ISI) Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported event. The FSE went on site and replaced IESU to resolve the issue. The system was tested and verified as ready for use. ISI received a da Vinci product involved with this complaint to perform failure analysis; however, failure analysis is still pending.